Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The instructions for use (IFU) states: ¿confirm that the connectors on the scope side pin connector of the videoscope cable exera ii are not damaged.¿ the root cause could not be conclusively determined. Probable causes that could have led to the reported event include that the buckling of the terminals inside the scope internal socket caused a communication error between the scope and the processor, resulting in an event in which the image of the scope did not appear.

Manufacturer narrative:
The device was not returned to olympus for evaluation. A fse went out to the user facility to evaluate the device. The user¿s complaint was confirmed. The user only had issue with the 180 series scope attached. Troubleshooting was performed with 5 different maj cables that connect the scope to the processor still with no image. Another tower was used to test the scope and maj cable to verify that they were working, and both tests passed. The fse opened the slide cover in the front of the cv-190 and found a bent pin inside the connector. The fse then advised the user to send the device in for repair. No further information was reported. A supplemental will be submitted if new information becomes available.

Event description:
The user facility reported that there is no image on one of the 190 carts. The issue was found prior to a case starting. A field service engineer (fse) was asked to go on site to investigate the image issue. There was no patient involvement. No additional information was provided.